Event description:
Philips received a complaint on the patient monitor efficia cm12 indicating that there was a speaker failure. It was later confirmed there was no audio. It is unknown if the device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
A philips authorized service personal (asp) evaluated the device and confirmed that there was no sound. The asp resolved the issue by reinserting and unplugging the speaker plug. No parts were ordered. The device returned to normal operation after this intervention. Analysis was performed and investigation has been completed. The engineer unplugged and re-plugged the speaker to resolve issue for the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.